Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot no other incidents reported for balloon rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported the procedure was to treat an eccentric, de novo lesion with mild tortuosity, heavy calcification and 90% stenosis in the distal left anterior descending (lad) artery. A 2.0 x 20 mm rx tenku balloon catheter was advanced for pre-dilation; however, during the second inflation the balloon ruptured at 14 atmospheres (atms). There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.